Event description:
The customer reported false positive results on the ortho prove for samples that were negative in manual gel. During service investigation the field engineer discovered that the customer reversed the tubing on the "a" and "b" bottles of the ortho provue. Erroneous results were reported. There was no harm to any patient.

Manufacturer narrative:
This instrument has been investigated. On (B)(4) 2013, an ocd field engineer (fe) arrived at the customer site and confirmed that the customer was getting false positive reactions during antibody screen test. The fe called second level support. Second level support had the fe verify that all the tubing was connected to the correct fitting on the fluidics distribution block. During troubleshooting of the fluidics lines, it was determined the customer has reversed the tubing to the a and b bottles (this may have occurred during maintenance (B)(6) 2013). The fe was informed by second level support that this can cause a carryover situation. The fe told the customer that this issue should be discussed with the laboratory director. The fe also informed the customer that if any other discrepancies were noted, ortho cts should be notified. The fe connected the tubing to the correct bottles. The fe also noticed the quick connect o-rings were showing signs of ware. The fe replaced the o-rings on all the bottles. The fe also noticed a few small bubbles in the syringe and replaced the syringe and the o-ring. Monthly maintenance was performed again by the customer at the request of second level support. All qc was processed and verified. (B)(4).